Event description:
The device was used during a thoracoscopic bulectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device to resect the malformed staples. The pt's status is satisfactory.